Event description:
This is a solicited case report received from a consumer in united states social media platform on (B)(4) 2014 which refers to a female consumer of unspecified age who was involved in an active online listening, study number: (B)(4) and experienced bells palsy. Study description: (B)(6). No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. On an unspecified date the consumer experienced bells palsy. Reporter causality: the relationship between bells palsy and essure was not reported. Follow up information received on (B)(6) 2014: consumer reported via social media that essure caused her a hysterectomy. No further information was provided. Result and assessment of the product technical complaint investigation received on (B)(6)2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. (B)(4). Follow up (B)(6) 2014: despite follow up attempts, no new information was provided. Case closed. Follow up ((B)(6) 2015: follow up information received from the consumer via social media. Consumer reported that essure caused her 3 surgeries and 4 hospital stays. Case upgraded to incident. Company causality comment: this case report refers to a female consumer who had inserted essure (fallopian tube occlusion insert) and experienced bell's palsy and essure caused her a hysterectomy, 3 surgeries and 4 hospital stays. All events were considered serious due to medical importance. Bell's palsy and surgery are unlisted in the reference safety information for essure while hysterectomy is listed. Bell's palsy is the most common cause of unilateral facial paralysis and appears to be a polyneuritis with possible viral, inflammatory, and ischemic etiologies. Considering the nature of bell's palsy and local action of essure insert, causality is considered unlikely. Regarding the remaining events, although limited information was provided and no reason for hospitalization was provided; it cannot be excluded that the reported surgeries and hospitalizations occurred as a consequence of essure. Therefore this case, initially considered a non-incident, was regarded as incident due to the referred hospitalization. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.